Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 287 (mg/dl). Customer administered a correction bolus with the pump to treat bg level. Reportedly, customer was confident that bg level was not related to pump performance or pump supplies. Customer successfully changed infusion set while on the phone with tandem technical support. Recommendation was made to monitor bg levels and call tandem technical support for any future issues.